Manufacturer narrative:
Concomitant medical products: 2088tc, lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to low rv coil and superior vena cava (svc) coil impedance falling below the alert threshold. The alert limit was adjusted and the rv lead remains in use. No patient complications have been reported as a result of this event.